Event description:
Healthcare professional reported patient was injected in the lips (off label) with 1cc of juvéderm® vollure¿ xc. Approximately three months later, patient woke up with swollen painful nodules in the lips. Approximately two weeks later, they were treated with 2 vials of hylenex and prescribed doxycycline 100mg for two weeks. Approximately two weeks later, patient again was treated with 5 vials of hylenex and prescribed doxycycline 100mg for four weeks. Approximately a month later, patient was treated with 2 vials of hylenex. Symptoms has not fully resolved.

Manufacturer narrative:
Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected in the lips (off label) with 1cc of juvéderm® vollure¿ xc. Approximately three months later, patient woke up with swollen painful nodules in the lips. Approximately two weeks later, they were treated with 2 vials of hylenex and prescribed doxycycline 100mg for two weeks. Approximately two weeks later, patient again was treated with 5 vials of hylenex and prescribed doxycycline 100mg for four weeks. Approximately a month later, patient was treated with 2 vials of hylenex. Symptoms has not fully resolved.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h.6.